Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness / capsular contracture h6 health effect - clinical code e2402: generalized illness mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with 800cc mentor memorygel breast implants experienced bilateral baker grade ii capsular contracture and several unexplained systemic symptoms post procedure. Unspecified health issues, cysts, gastrointestinal issues, muscle tension, poor posture, nervousness, and low testosterone were noted. The root cause of the patient¿s symptoms is unclear. The right implant, originally thought to be ruptured, was found intact during surgery. The devices were removed and re-used during a correction surgery. Re-use of these devices is contraindicated according to the instructions for use. This is considered user error. This patient was part of a post approval study.

Manufacturer narrative:
Additional information was received on june 20, 2024. Explant and replacement is planned for (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 26, 2025, mentor was notified that the patient was also dissatisfied with the appearance of her breasts. Manufact. Urer¿s reference number: (B)(4)